Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 339 mg/dl. A correction bolus via the pump was delivered to address bg. Upon troubleshooting with tandem technical support, air bubbles were observed in the infusion set tubing. Customer primed the tubing to address the issue. Reportedly, the pump supplies were changed to address the issue. Additionally, the pump supplies were in use for more than 3 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.